Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Patient (B)(6) was implanted with the argus ii device on (B)(6) 2015. During the implantation surgery, the surgeon could not pass the implant coil under the lateral rectus muscle due to prior strabismus surgery so the device was positioned atypically above the lateral rectus. On october 20, 2015, the surgeon noted a conjunctival erosion near the anterior edge of the coil. The conjuctival erosion was closed on (B)(6) 2015 with amniotic membrane (folded) and autologous conjunctiva from the other eye. On (B)(6) 2015, the patient returned for a follow-up visit and the surgeon noted re-erosion in the same area. A second revision surgery was conducted on (B)(6) 2015 during which pericardium tutoplast and autologous conjunctiva from the fellow eye was placed over the anterior edge of the coil. On (B)(6) 2015, the intraocular pressure dropped to 4 mm hg, and the surgeon observed that the conjunctival graft had failed. The pericardium patch was exposed, but was still covering the coil.

Manufacturer narrative:
This event represents a follow-up report after the revision surgeries that was reported in MDR# 3004081696-2015-00015. All pertinent information available to second sight medical products, inc. Has been submitted.

Event description:
Conjunctival erosion was observed over the coil approximately 1 month post-op. Erosion was likely due to the fact that patient had prior strabismus surgery, so the device was positioned atypically above the lateral rectus muscle. The patient underwent revision surgeries to close the conjunctiva on (B)(6) 2015 respectively. New information: on (B)(6) 2015, a revision surgery was performed to close the conjunctiva. The patient was seen by the surgeon on (B)(6) 2015, and was reported to be doing fine.

Manufacturer narrative:
This event represents a final report after the revision surgeries that were reported in MDR# 3004081696-2015-00015. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Conjunctival erosion was observed approximately 1 month post-op. Erosion was likely due to the fact that patient had prior strabismus surgery, so the device was positioned atypically above the lateral rectus muscle. The patient underwent three revision surgeries to close the conjunctiva on (B)(6) 2015 respectively. New information: patient experienced pain for several weeks due to conjunctival erosion that did not fully heal, and decided to have the device explanted. On (B)(6) 2016, the patient underwent revision surgery during which the argus ii implant was removed without any complication. The closure wounds were well apposed and the conjunctiva was closed completely. During the night after surgery, the patient experienced pain and was found to have high intraocular pressure (iop). The patient was prescribed drops to lower the iop. On (B)(6) 2016, the patient came into the clinic for a follow-up visit, and the surgeon noted that the eye looked fine. The patient reported that pain had reduced.